Event description:
The customer reported to beckman coulter (bec) that approximately 6cc of bloody fluid leaked from the unicel dxh 800 coulter analyzer and on to the floor during shutdown cycle. The instrument did not generate any error messages associated with this event. The customer was wearing personal protective equipment (ppe), including gloves, a laboratory coat, and goggles. There was no biohazard exposure to mucous membranes or open wounds. Patient samples were not affected. The instrument was in shutdown and there were no controls or patient samples run at the time when the leak was observed.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the input tubing to the flow cell had come off. The fse cleaned the fitting on the bottom of the flow cell and replaced the tubing, resolving the issue. Failure mode was disconnected tubing from the bottom of the flow cell. (B)(4).